Event description:
The reporter contacted animas on (B)(6) 2014 to report an inadvertent infusion to the patient. The reporter stated the patient (a minor child) managed to unlock the pump and give himself a bolus while playing with the buttons, which caused his blood glucose to drop to 1.3 mmol/l. The reporter confirmed that the patient was not taken to the hospital, but was treated at home. The reporter stated that the pump was not available for troubleshooting at the time of the call, but the parent would contact animas customer support to perform troubleshooting on the pump. Animas customer support attempted to contact the parent in follow up of the complaint; however, was not successful in reaching them. At this time, the pump is not being returned to animas and the patient continued insulin delivery using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 05/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: review of the black box data revealed that the records from the data of the complaint had been overwritten due to continued use; black box data begins (B)(6) 2015. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within the required range. Investigation did not duplicate the complaint.